Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified surgical intervention took place on (B)(6) 2015 at which time an scs lead was implanted. The patient is reportedly doing well postoperative and is receiving effective stimulation from her scs system.

Event description:
It was reported the patient was experiencing diminished stimulation from her scs system. An sjm representative met with the patient and ran a system diagnostic which revealed low impedances on multiple lead contacts. Surgical intervention took place on 05/19/2015 at which time the patient's lead could not be repositioned due to excessive scar tissue. The patient's lead was then explanted and the revision procedure was abandoned. The patient was referred to another surgeon for additional surgical intervention that may take place at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.